Manufacturer narrative:
The production device history record (DHR) for this intra aortic balloon pump (iabp) unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp unit and observed no display and vertical lines on the screen. The fse isolated the failure to the video receiver board and replaced the part under service warranty. However, the fse was unable to verify the reported burning smell from the cs300 and presumed that it may have been from the faulty part that was replaced. The iabp unit passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.

Event description:
It was reported that upon power-up of the cs300 intra- aortic balloon pump (iabp), the display had vertical lines on the left side of the screen and the iabp emitted a burning smell. There was no patient involvement and no adverse event was reported.